Event description:
The device was used during a lung biopsy. Reportedly, after the third firing, the device would not open. The surgeon was able to remove the device. Another device was used to finish the procedure.